Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The knobs were out of specification and the angle wire was worn and the bending angle in all directions did not meet the requirement. There was debris obstructing the air/water nozzle, which had caused the water removal ability to not meet the requirement. There was a shaved side cylinder, a scratched connecting tube, a scratched and dirty universal cord, a deformed and dirty distal end cover and a scratched control body unit cover. The adhesive on the bending section cover was scratched, the bending section cover was dirty, the light guide lens was dirty and the cover glass was deformed. The objective lens was chipped and the grip/control unit was dirty. Additional scratches were found on the grip, forceps channel port, control unit and the switch box. Water tightness was lost as a result of the deformed side connector. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the angulation knob on the evis exera ii gastrointestinal videoscope was too loose/light prior to an unknown procedure. During the inspection of the returned device, there was debris obstructing the air/water nozzle, which was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause was presumed to be an accessory that was used with the endoscope becoming damaged, followed by a broken piece entering into the air/water channel, then being pushed to the nozzle by water or air. Per inspection results, the nozzle was clogged with black foreign objects; also, multiple locations were stained, which was concluded to be demonstrative of inappropriate reprocessing. The device's instructions for use (IFU) documents the following on the proper handling of the device: - inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The IFU documents the following regarding the prevention of the reported phenomenon: - to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Olympus will continue to monitor field performance for this device.